Event description:
New information received noted that programming interventions were made at in-clinic follow up on 31 oct 2019. Changes were made to the shock polarity, the initial interval defect, and secure sense settings. No patient consequences were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting of noise resulting in non-sustained episodes recorded on stored electrograms. The were no patient consequences, and no interventions were reported.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. The patient's condition was stable.